Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that this clinical study case reports that the patient underwent a manipulation under anesthesia 3 months post tka due to flexion contracture. Pre-mua x-rays were reviewed by the medical director, and it doesn't appear to contribute to the arthrofibrosis, although there is radiolucency under the posterior tibial base plate and medial side as well.; everything else looks okay. The requested surgical reports have not been provided. Therefore, the patient impact beyond the mua cannot be determined. Without clinically relevant supporting documentation a thorough medical investigation cannot be rendered. Should clinically relevant documentation/ information become available, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes could be alignment, fit/size of device used or wear. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2020, the clinical subject suffered from a flexion contracture (rom 90/0/0) (onset date: (B)(6) 2020). This adverse event was treated with manipulation under anesthesia (mua) on (B)(6) 2020. Patient was recovered on (B)(6) 2021.

Event description:
It was reported that, after a tka surgery had been performed, the clinical subject suffered from a flexion contracture (rom 90/0/0). The adverse event was treated with manipulation under anesthesia. Patient is still recovering.